Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) error message with the manikin. No patient involvement.

Manufacturer narrative:
The customer reported of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 02 (compression tracking error) error message was confirmed during the archive data review but not during the functional testing. Based on the archive data analysis and provided video, the root cause of the customer's reported (ua) 02 error was due to the size of the manikin used during the reported event. The archive data revealed that the manikin used was small and light in weight. To have a successful take-up, a requirement of at least 6 lbs of the load is applied to the load plate. Otherwise, the autopulse platform displays (ua) 02 after the user presses the start button. Provided video confirmed the customer used a very light in weight manikin not designed for platform testing. During visual inspection, no physical damage was observed. A review of the archive data indicated the user advisory (ua) 02 error message around the customer's reported event date, thus confirming the reported complaint. The archive revealed the take-up target (manikin used on the platform) was small in diameter and light in weight. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The autopulse platform passed the initial functional test without any fault or error, the customer reported (ua) 02 error was not reproduced during the functional testing. The load cell characterization test confirmed both load cell modules are functioning within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.